Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to impaired healing. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.